Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the complaint description was wrongfully understand. This patient was already in ventricular tachycardia when the anti-tachycardia pacing was delivered. There was no therapy induced arrhythmia. Review the corrected b5 description for more details.

Event description:
It was reported that this patient's suffered a ventricular tachycardia (vt) and one burst of anti-tachycardia pacing (atp) was delivered subsequently that did not convert the rhythm, but the tachycardia fell below the treatment zone of 140 bpm and at times below the maximum tracking rate of 130 bpms. This issue caused intermittent bi-ventricular (biv) trigger pacing occurring during the vt and technical services discussed reprogramming rate cutoff in this zone to allow for therapy as well as lowering the max pacing rate for biv trigger. Reportedly, the physician decided to turn biv trigger off. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered anti-tachycardia pacing that triggered a left ventricular tachycardia. Technical services recommended reprogramming this device as corrective action in an effort to avoid future therapy induced arrhythmias. The physician decided to turn bi-ventricular trigger off. This device remains in service and no additional adverse patient effects were reported.